Event description:
Reportable based on analysis approved on (B)(4) 2013. It was reported that a difficulty crossing lesion occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 4.00x38mm promus element plus stent delivery system was advanced to treat the lesion but unable to cross. The procedure was completed with another with same device. No patient complications were reported and patient's status was stable. However, returned device analysis revealed stent damage.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has been received for analysis. A hypotube kink was present 22.5cm from the strain relief. Hypotube kinks are consistent with excessive force being applied to the device during handling/use. Stent damage was identified at the mid section of the stent. 2 strut rows were misaligned. No further damage was noted to the catheter. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).